Event description:
Technical services received a call on 01/25/2012 from sales rep. The rv lead is fractured. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).